Event description:
It was reported that during a clinic visit, this right atrial (ra) lead was suspected to exhibit loss of capture (loc). The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). The hcp noted that there are known lead issues with this ra lead and is programmed unipolar configurations. Ts reviewed provided data and was unable to confirm loc possibly cause patient atrial channel appears to be standstill. The hcp noted the patient is scheduled for an in-person visit for further lead evaluation with the physician. At this time, this ra lead remains in service. No adverse patient effects were reported.